Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant has been in the patient for more then three months. There has not been a revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: health effect - clinical code and health effect - impact code.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procodes: kwq, nkb. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on an unknown date, the patient underwent an unknown surgery for a th12 vertebra burst fracture. The prime fenest screws were inserted into th11-l1 and a vbs were performed at th12. In the first week after surgery, loosening of the screw at th12 occurred. On (B)(6) 2023, it was confirmed by a CT scan that the screw at l1 cut out and l1 vertebral body was crushed. The anterior part could not be confirmed and may be infected. A revision surgery was scheduled for fixation of th8-l3 and removal of the screw at l1, biopex will be inserted. The exact cause of the events is unknown, but it is known that the patient has not had a fall. No further information is available. This report is for a viper prime cfx fen x-tab polyaxial screw 5.5 6 x 45mm. This is report 1 of 1 for (B)(4).